Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000557, serial/lot #: unknown. No patient involved. A medtronic representative went to the site to test the equipment. The system failed the mechanical test during checkup due to front right caster is loose. Tightened up right front caster, check the other three no issues noted with the other three front right was tightened and corrected. After repair mobile viewing station cart was tested brakes and caster function iaw manufacturer spec, no other issues noted at this time unit in good working order. The system then passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the "front wheel on monitor not working properly." No further information available. No patient present.